Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the volume discrepancy was unknown. Per the doctor, the volume discrepancy was due to the pump or catheter, but likely the catheter. There were no symptoms at the time of the event, as the patient denied any impact of the discrepancy. There were no alarms or alerts at the time of the event.

Manufacturer narrative:
G3. The date the manufacturer received additional information received in follow-up report #001 has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-dec-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine drug (500 mcg per ml at 200 mcg per ml) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) reported that 6 ml expected in the reservoir, but 17 ml were aspirated from the reservoir. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was reprogrammed and refilled.action: the patient denied any change in therapy efficacy, stating a fact that she was getting very good relief. The hcp opted to observe the patient refill interval and discrepancies over the next several refills to determine if any action is required in the future. No action required at this time. The patient medical history and weight were notavailable due to legal/confidential reasons. The patient status was alive and no injury. The issue was resolved.